Manufacturer narrative:
Date sent: 11/21/2008. Information anticipated, but unavailable at this time. Rpo:

Event description:
It was reported that during a hysterectomy procedure, the device tissue pad was detached. A piece fell into the pt and it was retrieved through the trocar. There was no x-ray taken. Another device was used to complete the procedure. There was no adverse consequence to the pt.